Event description:
A shockwave c2 coronary intravascular lithotripsy (ivl) balloon was used in a patient who underwent a percutaneous coronary intervention (pci) to treat an in-stent restenosis due to a chronic under-expanded stent in the right coronary artery (rca). It was reported that after the final angiographic images were taken, the ivl procedure was ended. Following the ivl procedure, while holding pressure on the femoral access site, the patient experienced an abnormal cardiac arrhythmia and vital signs deteriorated. Cardiopulmonary resuscitation (CPR) was immediately initiated, and an emergency pci was started and a poba balloon was used on the proximal rca. Following the second pci procedure, the patient was reported to be stable and discharged to hospice three days after the procedure. As of the date of this report, there have been no additional patient sequelae reported.

Manufacturer narrative:
The device referenced in this event was not returned to shockwave for investigation therefore, no device investigation could be performed. Based on the description of the event, the ivl device was used to treat an in-stent restenosis which is outside the indications for use per the device instructions for use. The ivl device performed as intended; the cause for the arrythmia experienced by the patient during the final stages of the intervention could not be definitively determined with the information available. Shockwave medical, inc. Has controls in place to ensure devices are built to approved procedures and meet lot release acceptance criteria prior to being distributed.